Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records revealed that the lot had met release specifications. A root cause is unable to be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date; (B)(6) 2015, inratio inr: 3.4, laboratory inr: 1.6. Therapeutic range: 2.0 - 3.0. The time between testing was thirty (30) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432 . Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. G5 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device. Investigation/conclusion updated: a review of the testing history for lot 360632 was performed. In-house testing on strip lot 360632 meets criteria and no deficiencies were found. The manufacturing records for the lot were reviewed and the lot met release specifications. The monitor associated with the complaint was returned for investigation. The returned monitor met functional and thermistor testing requirements during investigation. The impedance curve associated with the customer's inratio inr result of 3.4 was analyzed statistically and was found to exhibit a weak-slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. No patient conditions were provided by the customer to determine if these led to the weak slope change observed. There are no known medical conditions provided by the customer that would interfere with the test. Further investigation performed under CAPA-(B)(4).